Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID: 37022, serial# (B)(4), product type: external neurostimulator. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Analysis of the returned lead model 977d260 serial #(B)(4) showed no anomalies. Analysis of the returned lead model 977d260 serial #(B)(4) showed no anomalies. (B)(4).

Event description:
Information received from the manufacturer's representative reported that the patient the leads placed in the epidural space for the spinal cord stimulation (scs) trial and they did not get any stimulation. Impedance were checked at 1.5 volts and all contacts were >10,000 ohms (also noted as >20,000 ohms). The multi-lead trialing cable (mltc) was changed and a 2nd lead was tried but impedances were still >10,000 ohms. A new external neurostimulator (ens) was then used but the patient still had no stimulation and all 8 electrodes were >10,000 ohms. As factors which may have led to the issue was that the patient was obese and, as the physician believed, had too much scar tissue due to multiple back surgeries. The physician also believed that the patient's anatomy was causing the no stimulation and high impedance issues. It was reported that the patient did not leave with the leads in their body and the event was reported as a "failed scs trial." No surgical interventions occurred or were planned. The issue was reported as resolved at the time of report. The patient status at the time of report was noted as recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.